Event description:
An elevated advia centaur xp vitamin d result was obtained on a patient sample. The patient sample was diluted and tested. The results were lower. These results were not reported. The patient sample was tested on an alternate method at a different location. The alternate method result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. There is no sample available for further investigation. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the dilution section: "the recommended dilution is 1:2."